Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels above 400 (mg/dl) for two days. Manual injections were delivered to address bg levels. Reportedly, the contact isn't sure if the pump or a hormonal issue is the reason for the elevated bg levels. It was indicated that manual injections were available for diabetes management.